Event description:
Eroded leads into lumen of stomach. Pt was experiencing discomfort. I was made aware of this adverse event this past week. The patient was experiencing some discomfort. Dr. Thompson ended up removing the device and leaving it out. Patient has not had any more discomfort since device removal.